Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed in (B)(6) 2012. The reporter stated the ins was removed because the device was not covering the patient they were having. The reporter further stated that in the past 2-3 years they have had 35 surgeries and they were getting sick of having them. The reporter stated that one of them was device related and the rest were not related to their device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer. Patient product: ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.